Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: scorpio nrg x3 cr tibial insert #5 8mm; 82-6-0508; unknown lot na, cr femur right 5 scorpio; unknown cat; unknown lot na, patella; unknown cat; unknown lot. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient presented w/ baseplate subsidence. Scorpio knee was put in approximately 15 years ago. Implants were opened in surgery and then were not used because tests came back gram positive. Therefore implants were wasted. Antibiotic spacer was made w/ triathlon femur and allpoly tibia.